Event description:
It was reported that a revision was done on (B)(6) 2011. During the revision, one of the leads had an out of range impedance and was replaced. The impedance was high and stimulation was not felt using that lead. A new lead was placed and the pt had stimulation. An aspiration of seroma was reported on (B)(6) 2011. The seroma was to the incisions and there was fluid swelling at the upper two lumbar incisions and the left flank incision over the neuroelectrode connection site. The event was ongoing.

Manufacturer narrative:
(B)(4).